Event description:
It was reported that the right ventricular lead was explanted due to intermittent capture. Lead was reported to be nonfunctional. More information was requested, but not received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.